Event description:
On 6/sep/2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized with peritonitis, reportedly due to gastrointestinal issues. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (values unavailable) were collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day. The cultures results returned positive on (B)(6) 2022 for methicillin resistant staphylococcus aureus (mrsa). The pdrn reported the patient was discharged in stable condition on (B)(6) 2022 and has recovered from the events. The pdrn attributed causality to an unspecified touch contamination event, and not due to a gastrointestinal (gi) source as initially indicated. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler as before the events.